Event description:
It was reported that several red alerts had been generated for the system due to pacing impedance measurements greater than 2000 ohms on the right ventricular channel. A boston scientific technical services consultant documented and discussed potential causes for the clinical observations. It was noted that this patient has a boston scientific implantable device interfaced to a competitive right ventricular lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).